Manufacturer narrative:
The event occurred on an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates "either had the top broken off and/or are warped through what appears to be heat damage." This was observed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The thirteen unites were received for evaluation. Visual inspection was performed and noted the housing was malformed where the blue coil cap connects with the housing. Since the upper area of the housing was malformed, the original shape and size of the housing changed and caused the coil cap to detach as the coil cap would no longer fit the original shape/size of the housing. The reported condition was verified. The cause of the malformed housing was due to exposure to high heat temperature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.